Event description:
Pt had a burn from the act ground (red) lead. The burn was the size of the metal within the cloth softy patch.

Manufacturer narrative:
Associated accessory device: act monitor; model# com001; asset# 18472242386, (B)(4). Act 1 sensor was cleaned and tested per standard procedures. Act 1 sensor remains in repair status. The act monitor remains in scrapped status and has not been used on subsequent pts.